Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. No battery alert noted during testing. Device received with corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received replace battery now alarm. The customer's blood glucose level was 278 mg/dl at time of incident. Customer did not received a low battery alert prior to replace battery now alarm. Troubleshooting was not performed. The device will be returned for analysis.